Event description:
It was reported that approximately seven months after a coronary artery drug eluting stenting treatment procedure a pseudo-aneurysm occurred. The pt initially presented with non-st elevation myocardial infarction (mi). Angiography revealed there was a high grade lesion at the anastomosis of the saphenous vein graft (svg) to the left anterior descending (lad) artery, which was estimated to be 99% stenosed with a visualized 99% distal lesion in the native lad. Through the arterial sheath in the right femoral artery (rfa), a coronary guide catheter was advanced and then a intracoronary guidewire was advanced with a steering torquer applied over the guidewire in order to allow appropriate steering down the lad and across the lesion. Using a gentle steering technique, the guidewire was advanced down vessel, across the lesion and further down the distal segments of the vessel. The guide catheter was rotated in order to obtain better coaxial alignment at the coronary ostium. An unspecified balloon was advanced to the lesion site and inflated to nominal inflation pressures and held. The balloon was deflated and withdrawn into the guide catheter, restoring flow in the vessel. An unspecified taxus express2 drug eluting stent (des) was advanced to the lesion site and deployed with adequate inflation pressures. The delivery balloon was deflated and removed. Angiography revealed satisfactory results and all devices were removed. The procedure was completed and no pt complications were reported. Approximately seven months later, the pt presented with acute anterior mi. Left ventriculogram revealed a markedly large left ventricle (lv) with poor systolic function due to global hypokinesis. Estimated ejection fraction (ef) was 10-15%. There was no obvious mitral regurgitation present. Angiography further revealed the right coronary artery (rca) was a severely diseased small caliber vessel with 95% obstruction in the mid portion, diffuse calcification and no flow beyond the distal rca. The svg to the posterior anterior descending (pda) revealed excellent graft vessel with a good anatomosis and timi-iii flow. There was back-filling to the mid rca and the distal rca as well, it had a 60% lesion in the distal rca following the takeoff of the pda. There was faint collateral flow seen from the pda, two septal perforators and faintly the distal lad which was a hair-like vessel. The svg to the lad revealed diffusely diseased graft vessel that tapered after the first 3 cm and exhibited two pseudo-aneurysms at its anastomosis to the mid lad just proximal to the stent. There was no flow in the distal lad visible. There was competitive flow present in the distal vein graft. The proximal lad was occluded after the 1st septal perforator and after the origin of a very small first diagonal branch that exhibited 90% proximal narrowing. The circumflex (cx) division exhibited diffuse proximal disease up to 40% with 90% stenosis following the stent in the mid segment near a bifurcation point. Faint collaterals to the mid lad were visible. It was reported by the physician that "the pt is not an acceptable surgical candidate for further grafting due to his poor response to initial grafting and his worsening left ventricular function and copd. It is conceivable that percutaneous intervention for the cx can be performed, but at high risk." No further intervention was performed as of the date of this report and the pt is being monitored.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.